Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned. Visual examination noted the lead has stretch so inner tubing buckled and prevented the helix from functioning properly. The inner insulation was kinked/buckled in various locations.

Event description:
It was reported that during the implant procedure, the physician could not get the helix to retract. The device was not implanted. No patient complications have been reported as a result of this event. It was reported the lead was not used as the physician could not get the helix to retract.